Event description:
The customer reported that the 840 ventilator was inoperable. Device was not being used on pt when event occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running extended self test (est) and performing calibrations. The customer reported that 840 ventilator passed est, all calibrations and could not duplicate reported event. Covidien not authorized to evaluate the device.

Manufacturer narrative:
Covidien reference # (B)(4).